Event description:
(B) (6). Same case as MFR ID#: 2134265-2010-02063. It was reported that during a coronary artery drug eluting stenting treatment procedure, incomplete apposition occurred. There were four lesions treated at the index procedure. The first was a 95% stenosed and 5mm long lesion located in the non calcified and non tortuous right posterior descending artery (r-pda) with a reference vessel diameter of 2.5mm. The lesion was predilated and a 2.25x20mm taxus liberte stent deployed followed by post dilation resulting in 0% residual stenosis. The second was a 75% stenosed and 3mm long lesion also located in the non calcified and non tortuous r-pda with a reference vessel diameter of 2.5mm. This lesion was treated with predilation and placement of a 2.25x20mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. A third lesion was located in the distal right coronary artery (rca). It was 75% stenosed and 8mm long with a reference vessel diameter of 3.5mm. It was treated with direct stenting using a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. Last, an 80% stenosed and 15mm long lesion located in the mid rca with a reference vessel diameter of 4.0mm was treated with direct stenting using a 4.0x38mm taxus liberte stent resulting in 0% residual stenosis. Intravascular ultrasound (ivus) done post stent deployment indicated incomplete apposition of the two 2.25x20mm taxus liberte stents located in the r-pda. As a result, both stents were treated with additional post dilations with a non-compliant balloon. It was confirmed that there was 0% residual stenosis and timi-3 flow. There were no patient complications due to this event and the patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).